Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37712, serial# (B)(4), implanted:(B)(6) 2012, product type: implantable neurostimulator. Product ID: 37752 , serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had two recharging systems and one of them charges her implants fine, but the other gives her coupling issues as there was poor coupling. The patient was not sure when the issue started. There was a damaged recharge antenna. A new antenna was sent to the patient. After the patient was sent the antenna, the patient had trouble getting coupling on her left implant, though her right side was charging just fine. Recharging best practices were reviewed, but repositioning the antenna did not resolve the issue. The patient was able to communicate with another external device. The patient was able to get good coupling on the right implant, but when she moved the right recharger over to charge the left implant, the patient still had coupling issues. An antenna locate did not resolve the issue. Attempting to charge with another implantable neurostimulator recharger (insr) did not resolve the issue. There were no implantable neurostimulator (ins) pocket issues reported. There were no symptoms reported. The patient was going to address the recharging issue with the manufacturer's representative and healthcare provider. The antenna was not returned.